Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil migrating out of place/ recurrently migrated, with no form of removing") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping") and medical device discomfort ("discomfort"). On an unknown date, 3 months 21 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping") and medical device discomfort ("discomfort"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain and medical device discomfort had not resolved. The reporter considered abdominal pain, device dislocation, medical device discomfort and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff met with physician for her hsg testing. It was then advised the left fallopian tube had to be re-implanted due to the coil migrating out of place, causing severe pain and discomfort. On (B)(6) 2013, plaintiff underwent surgery for re-implantation of the left fallopian tube. On (B)(6) 2015, plaintiff was advised that essure had recurrently migrated, with no form of removing it. Plaintiff has investigated removal options, as a consequence she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: left fallopian tube coil migrating out of place incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and kidney infection ("kidney infection") in a 24-year-old female patient who had essure (batch no. A63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies heartburn. Concurrent conditions included nausea, vomiting, dyspareunia, ovarian cyst, myofascial pain dysfunction syndrome, foot pain, bipolar disorder, post-traumatic stress disorder, aggressiveness, irritable, amenorrhea and oligomenorrhea secondary. Concomitant products included hydroxyzine hydrochloride (vistaril) for psychological disorder nos as well as ibuprofen (motrin), medroxyprogesterone (depo provera) and olanzapine (zyprexa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain"). On an unknown date, 3 months 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), mental disorder ("psychological or psychiatric problems condition: worsening"), migraine ("migraine"), headache ("headache"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hypertension ("worsening hbp"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("malposition of essure device location of device left side uterus") and medical device discomfort ("discomfort"). The patient was treated with alprazolam (xanax). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, bladder disorder, urinary tract disorder, hypertension, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown and the device expulsion, pelvic pain, abdominal pain lower and medical device discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypertension, kidney infection, medical device discomfort, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff met with physician for her hsg testing. It was then advised the left fallopian tube had to be re-implanted due to the coil migrating out of place, causing severe pain and discomfort. On (B)(6) 2013, plaintiff underwent surgery for re-implantation of the left fallopian tube. On (B)(6) 2015, plaintiff was advised that essure had recurrently migrated, with no form of removing it. Plaintiff has investigated removal options, as a consequence she continues to suffer from the symptoms outlined above. On (B)(6) 2013: that left coil had migrated. Essure was inserted on (B)(6) 2013, (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - on (B)(6) 2013: left fallopian tube coil migrating out of place (B)(6) 2013 hysterosalpingogram (hsg) : unilateral occlusion (right tube occluded) that left coil had migrated only aka name was received in medical record. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, back pain, vaginal infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received: reporter added (case became medically confirmed), concomitant condition and medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('malposition of essure device location of device left side uterus / perforation (uterus)'), kidney infection ('kidney infection') and bipolar disorder ('worsened bipolar') in a 24-year-old female patient who had essure (batch no. Dm10005-inv,a63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies heartburn. The plaintiff underwent another essure procedure to close her left tube on (B)(6) 2013. Concurrent conditions included nausea, vomiting, dyspareunia, ovarian cyst, myofascial pain dysfunction syndrome, foot pain, bipolar disorder, post-traumatic stress disorder, aggressiveness, irritable, amenorrhea, oligomenorrhea secondary and morbid obesity. Concomitant products included hydroxyzine hydrochloride for psychological disorder nos as well as ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and olanzapine (zyprexa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced post-traumatic stress disorder ("ptsd") and depression ("depression"). On (B)(6) 2015, the patient experienced kidney infection (seriousness criterion medically significant), 2 years 4 months after insertion of essure. In 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and tooth disorder ("dental problem"). In 2018, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced medical device discomfort ("discomfort"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping"), mental disorder ("psychological or psychiatric problems condition: worsening"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hypertension ("worsening hbp"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("back pain"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourcse )") and nausea ("nausea"). The patient was treated with alprazolam (xanax) and surgery (essure removal scheduled date: 2018). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, bipolar disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, bladder disorder, urinary tract disorder, hypertension, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, back pain, post-traumatic stress disorder, anxiety, depression, dyspareunia and nausea outcome was unknown and the uterine perforation, pelvic pain, abdominal pain lower and medical device discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertension, kidney infection, medical device discomfort, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff met with physician for her hsg testing. It was then advised the left fallopian tube had to be re-implanted due to the coil migrating out of place, causing severe pain and discomfort. On (B)(6) 2013, plaintiff underwent surgery for re-implantation of the left fallopian tube. On (B)(6) 2015, plaintiff was advised that essure had recurrently migrated, with no form of removing it. Plaintiff has investigated removal options, as a consequence she continues to suffer from the symptoms outlined above. On (B)(6) 2013: that left coil had migrated. Essure was inserted on (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded) that left coil had migrated the plaintiff was told that the results from the hsg showed the essure had closed her right fallopian tube but not her left fallopian tube.; on (B)(6) 2015: results: unilateral occlusion (right tube occluded; on (B)(6) 2015: results: migration of essure device the plaintiff was told that the hsg results showed a migration of a coil in her right fallopian tube.. Only aka name was received in medical record. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, back pain, vaginal infection lot reported (dm10005) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and kidney infection ("kidney infection") in a female patient who had essure (batch no. A63346) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydroxyzine hydrochloride (vistaril) for psychological disorder nos. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain"). On an unknown date, 3 months 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), mental disorder ("psychological or psychiatric problems condition: worsening"), migraine ("migraine"), headache ("headache"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hypertension ("worsening hbp"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("malposition of essure device location of device left side uterus") and medical device discomfort ("discomfort"). The patient was treated with alprazolam (xanax). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, bladder disorder, urinary tract disorder, hypertension, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and back pain outcome was unknown and the device expulsion, pelvic pain, abdominal pain lower and medical device discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypertension, kidney infection, medical device discomfort, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff met with physician for her hsg testing. It was then advised the left fallopian tube had to be re-implanted due to the coil migrating out of place, causing severe pain and discomfort. On (B)(6) 2013, plaintiff underwent surgery for re-implantation of the left fallopian tube. On (B)(6) 2015, plaintiff was advised that essure had recurrently migrated, with no form of removing it. Plaintiff has investigated removal options, as a consequence she continues to suffer from the symptoms outlined above. On (B)(6) 2013: that left coil had migrated. Essure was inserted on (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.914 kgs. Hysterosalpingogram - on (B)(6) 2013: left fallopian tube coil migrating out of place (B)(6) 2013 hysterosalpingogram (hsg) : unilateral occlusion (right tube occluded) that left coil had migrated. Only aka name was received in medical record. Most recent follow-up information incorporated above includes: on 24-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication, events: vaginal haemorrhage, menorrhagia, cytitis, vaginal infection, urinary tract infection, kidney infection, psychological or psychiatric problems condition: worsening, migraines, headaches, bladder or urinary problems or changes: bladder disorder, bladder or urinary problems or changes: urinary tract disorder, blood or heart disorder/condition type:worsening hbp, dental problems, dysmenorrhea(cramping), back pain, vaginal discharge, fatigue, weight increased, alopecia, uterine perforation and fallopian tube perforation were added. On 25-may-2018: fu1 & fu2 processed together. Medical record received. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("malposition of essure device location of device left side uterus / perforation (uterus)"), kidney infection ("kidney infection") and bipolar disorder ("worsened bipolar") in a 24-year-old female patient who had essure (batch no. A63346,dm10005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies heartburn. Concurrent conditions included nausea, vomiting, dyspareunia, ovarian cyst, myofascial pain dysfunction syndrome, foot pain, bipolar disorder, post-traumatic stress disorder, aggressiveness, irritable, amenorrhea and oligomenorrhea secondary. Concomitant products included hydroxyzine hydrochloride (vistaril) for psychological disorder nos as well as ibuprofen (motrin), medroxyprogesterone (depo provera) and olanzapine (zyprexa). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced post-traumatic stress disorder ("ptsd") and depression ("depression"). On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced kidney infection (seriousness criterion medically significant). In 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and alopecia ("hair loss"). On 2-aug-2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced tooth disorder ("dental problem"). In 2018, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), mental disorder ("psychological or psychiatric problems condition: worsening"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hypertension ("worsening hbp"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), back pain ("back pain"), bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourcse )") and nausea ("nausea"). On an unknown date, the patient experienced medical device discomfort ("discomfort"). The patient was treated with alprazolam (xanax), surgery (essure removal scheduled date: 2018) and surgery (essure removal scheduled date: 2018). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, kidney infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, bladder disorder, urinary tract disorder, hypertension, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, back pain, bipolar disorder, post-traumatic stress disorder, anxiety, depression, dyspareunia and nausea outcome was unknown and the uterine perforation, pelvic pain, abdominal pain lower and medical device discomfort had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypertension, kidney infection, medical device discomfort, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff met with physician for her hsg testing. It was then advised the left fallopian tube had to be re-implanted due to the coil migrating out of place, causing severe pain and discomfort. On (B)(6) 2013, plaintiff underwent surgery for re-implantation of the left fallopian tube. On (B)(6) 2015, plaintiff was advised that essure had recurrently migrated, with no form of removing it. Plaintiff has investigated removal options, as a consequence she continues to suffer from the symptoms outlined above. On (B)(6) 2013: that left coil had migrated. Essure was inserted on (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded (B)(6) 2013 hysterosalpingogram (hsg) : unilateral occlusion (right tube occluded) that left coil had migrated on (B)(6) 2013 the plaintiff was told that the results from the hsg showed the essure had closed her right fallopian tube but not her left fallopian tube. The plaintiff underwent another essure procedure to close her left tube on (B)(6) 2013. On (B)(6) 2015 the plaintiff was told that the hsg results showed a migration of a coil in her right fallopian tube. Only aka name was received in medical record. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, back pain, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet, patient demographic information, lab data, essure lot number and new events: worsened bipolar, ptsd, anxiety, and depression, dyspareunia (painful sexual intercourse), nausea, and event dates were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.